Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage (sah) using penumbra smart coils (smart coils) and non-penumbra microcatheter. During the procedure, the physician implanted two smart coils in the target vessel using the microcatheter. While attempting to place another smart coil, the physician noticed that the coil was not taking the space in the aneurysm. Therefore, the physician re-sheathed the smart coil and repositioned the microcatheter in the aneurysm sac. The hospital technologist then re-loaded the same smart coil into the rotating hemostasis valve (rhv) of the microcatheter and attempted to advance it; however, the smart coil would not advance out of its introducer sheath. A second attempt was then made but the smart coil would not advance out of its introducer sheath; therefore, it was removed. The procedure was completed additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be experienced and damage such as offset coil winds may occur. During functional testing, the embolization coil was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2020-00302. Section g. Box 3. Report source.